Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to infection (site of infection not confirmed). There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 14, 2024.